Manufacturer narrative:
The arm support fitting component (p/n 1002036) was sent to the engineering group to perform a root cause analysis. The failed fitting was inspected for porosity, contamination or material irregularities. Nothing unexpected was identified. The supplier was asked on a previous investigation about the material and said that the specification and the source of the material have always been the same but did not have lot-specific information. A 6x load test was done in the initial design and in a previous investigation of a similar part and the load test was deemed successful. An abnormal wear pattern on the back side of the fitting was observed. This wear pattern physically removed the paint on the unit. The paint being worn off of the fitting indicates that the arm assembly was repeatedly forced in a direction or put in a condition that the arm was not designed to accommodate. We attempted to duplicate this wear pattern on a system and after numerous attempts of exceeding the rotational limits we started seeing a similar wear pattern start to form. This indicated that this condition likely caused the wearing and that it has been going on for a while. The stress applied to the arm to get a very small percentage of the scaring was excessive but not quantifiable.

Event description:
On (B)(6), a customer contacted medical illumination to report that they had an mi-1000 that needed repair for a broken arm support fitting.